Manufacturer narrative:
Method: no sample was received for evaluation and investigation. Results: without the actual product, a complete investigation cannot be conducted. As no lot number was reported, the device history record and lot history cannot be reviewed.

Event description:
Drug/diluent: bupivacaine 0.25%. Fill volume: 100ml. Flow rate: unknown. Procedure: c-section. Cathplace: 3 cm from angle of incision; subfascial. Catheter break. The surgeon had no difficulty in inserting the catheter or the introducer. During catheter removal, she encountered extreme resistance/pull. A 10-12 cm catheter segment broke off inside the patient. The catheter was surgically removed by reopening the incision. The catheter appeared stretched at the break point.